Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Provided photograph confirms that the device is fractured. Further evaluation of the product could not be performed as no product was returned. Device history record was reviewed and no discrepancies related to the reported event were found. Revision operative notes state that patient was revised due to inlay fracture and instability. Tibial and femoral components found stable, and retained. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; b3; b4; b5; d1; d4; d6; d10; e1; e3; g3; g4; h2; h4; h6; h11. D10: medical product: vanguard cr ilok fem-lt 62.5: catalog#183026, lot#394680; biomet cc cruciate tray 67mm: catalog#141232, lot#j2798812. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately ten (10) years and eleven (11) months post-implantation, the patient presented with instability and underwent revision surgery. It was revealed that the articular surface had fractured. The bearing was revised to a larger size without complication. The femoral and tibial components remain implanted. Due diligence is complete as multiple attempts have been made however all available information has been reported.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, on an unknown time-frame post implantation, it was reported that the inlay fractured. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). Medical product: unknown vanguard femoral component: catalog#ni, lot#ni; unknown vanguard articular surface: catalog#ni, lot#ni. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.